Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax with internal parts exposed. During the procedure, a catheter force sensor error 106 displayed on the carto 3 system. There was noise on the distal ablation signals seen on the carto 3 system and the recording system as well. The tx eco cable was reseated without resolution. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation. The returned device's visual inspection, screening test, and electrical test were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. An electrical test was performed, and no electrical issues were found. The device was connected to the carto 3 system and it was recognized and visualized however, errors 106 was displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device [31264809l] number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The force issue reported by the customer was confirmed, the potential cause of the open circuit cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).